Event description:
Patient tested blood glucose on suspect device and was 475 mg/dl. Patient then tested on another device and blood glucose was 457 mg/dl. He then took 6 u nph and later had a hypoglycemic event. He was taken to the hospital were blood glucose was in the 45-65 mg/dl range. The patient was given glucose and admitted to hospital where he was diagnosed with pnuemonia. Patient stayed in hospital for 4 days. Controls were run on suspect device and both hi and lo levels were in range.